Manufacturer narrative:
The investigation of the subject event is in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that two employees obtained injuries after operating their reliance 1227 cart washer.

Manufacturer narrative:
The customer had previously been informed that the space on the load side of the unit is smaller than recommended. This can make it difficult for loading carts to be aligned correctly and can potentially cause the cart to shift during the wash cycle making it the cart difficult to unload. The root cause of the reported event is attributed to the user facility personnel attempting to lift the utensil carts back onto the alignment guides before unloading. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that two employees were injured while trying to align the utensil carts back onto the alignment guides of their 1227 cart washer.